Event description:
One touch profile meter was displaying not ok during testing. Following use of the meter they took oral medication for diabetes. They went to the hospital and was given insulin. The patient stated they had symptoms of a fever and chills and was also given antibiotics. The medical affairs specialists unsuccessfully attempted to contact the patient to confirm the information. The customer care representative performed troubleshooting and the issue was not resolved. Based on the information obtained from the patient there is indication the product malfunctioned, however with no readings or information surrounding the event there is insufficient indication to state the product led to an adverse event. The meter was replaced and return expected.